Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21143. It was reported, the pt underwent surgical intervention to explant and replace the scs leads due to "lead fracture". F/u identified the pt, the scs system had "stopped working" and she had experienced loss of left-sided stimulation. Multiple reprogramming attempts did not resolve the issue. The pt reported there were also "impedance issues". The explanted leads will not be returned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.